Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a glucose value of 229 mg/dl for over two hours after breakfast while using the ilet system; the agent noted a large breakfast announcement with more than 20 units delivered and advised that the pump algorithm was likely applying conservative correction due to active insulin. Symptoms included elevated blood glucose. Outcomes included return to normal glucose range later the same day and no hospitalization. Investigation included troubleshooting and education by phone, including a recommendation to document questions for upcoming training. Investigation of this case revealed no device malfunction and suggested algorithmic behavior consistent with conservative correction in the presence of significant active insulin. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.